Manufacturer narrative:
(B)(4). Date sent: 07/08/2020 .

Manufacturer narrative:
(B)(4). Date sent: 07/08/2020.

Manufacturer narrative:
Product complaint # (B)(4). The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can the lot or batch number of the device be provided? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What was the procedural approach (open, mis, etc.)? Were there any issues experienced with the device at all in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? Can a timeline of events be provided to include the onset of symptoms and any medical or surgical intervention? Was the specific site of the leak identified? If so, where and what was observed? What was done during the operative interventions? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Was the device saved? If so, is the device available for return? What is the current status of the patient? Maude report # mw5089666

Event description:
It was reported that during an anastomosis procedure between the jejunum and the esophagus after a total gastrectomy; tested the anastomosis intraoperatively with endoscopic insufflation under saline immersion, and completed doughnuts. However, the patient developed a leak and had a two month hospital stay with several operative interventions to manage problem. The conduit and the esophagus appeared healthy at the time of surgery and the leak became evident in retrospect on pod #2.